Manufacturer narrative:
The customer reported the paddle set did not discharge. No pt involvement. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause from the available information.

Event description:
The customer reported the paddle set did not discharge. No pt involvement.